Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A new part was installed which resolved the issue. However, no parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the screw on the fixing part of the frame was easy to loosen. The product was used after the screw was strongly tightened. Additionally, the spine clamp was not able to be attached to the frame. There was no patient present.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Hardware analysis determined that there was physical damage to the instrument. Through functional testing and visual/physical examination the reported issue was confirmed. The attachment screw of the returned clamp had damaged threads not allowing the attachment of a frame. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.